Event description:
Physician reported "during a thyroid biopsy, the doctor had selected a needle advance of 1.3 cm. When shooting, the needle has advanced 3.3 cm, so it has crossed the vertebral artery, causing hemorrhage in the patient very difficult to control. The event has been serious and there is talk of the possibility of creating a health alert".

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Physician reports that during a thyroid biopsy, the doctor had selected a needle advance of 1.3 cm. When shooting, the needle has advanced 3.3 cm, so it has crossed the vertebral artery, causing hemorrhage in the patient very difficult to control. The event has been serious and there is talk of the possibility of creating a health alert. Hospital rejected the stocked units of that device and will send them to our company. Hospital needs too, a letter explaining the root cause of the incident and wacrees needs credit note per all units returned back to wacrees of the same reference. (We¿ll know it very soon).

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. A used sample and 50 sealed samples were returned to argon from the customer. An inspection was performed on the returned product. The inspection established that the device can fire within the specified stroke length chosen. It is possible that the device was not fully seated in the detent of the device. When the biopsy needle is not completely seated in position to take the desired sample (ie: 13mm, 23mm or 33mm), the throw adjuster can travel to the next sample size. According to the IFU (pmt-x9585746-0221), the instrument is shipped in the 33mm stroke length position. To adjust the stroke length, push in the stroke length adjuster and slide it until the arrow on the stroke length adjuster aligns with the arrow of the desired stroke length on the instrument. It can be visually detected that the stroke length adjuster aligns with the arrow of the desired stroke length on the instrument. If properly aligned, the user will feel the stroke adjuster slide into the detent. There is also an audible sound when the detent is engaged. Hhe 1278 has been conducted to evaluate the impact and it was determined that no field action will be required at this time. Since the manufacture of this lot, argon has strengthened the warnings on the IFU to emphasize the potential danger of this issue.

Manufacturer narrative:
Sample is indicated as returned. A follow-up report will be submitted once the sample has been evaluated.

Event description:
Physician reports that during a thyroid biopsy, the doctor had selected a needle advance of 1.3 cm. When shooting, the needle has advanced 3.3 cm, so it has crossed the vertebral artery, causing hemorrhage in the patient very difficult to control. The event has been serious and there is talk of the possibility of creating a health alert. Hospital rejected the stocked units of that device and will send them to our company. Hospital needs too, a letter explaining the root cause of the incident and wacrees needs credit note per all units returned back to wacrees of the same reference. (We'll know it very soon).